Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped running when the surgeon clamped the arterial line which caused the system to pressurize. It was reported that there was no visible or audible alarm when the pump stopped. Flow was re-established. It was reported that pt expired. It is unknown at this time if the death was associated with the pump stop.

Manufacturer narrative:
Pt identifier was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) a report that the s5 roller pump stopped running when the surgeon clamped the arterial line which caused the system to pressurize. It was reported that there was no visible or audible alarm when the pump stopped. Flow was re-established. It was reported that pt expired. It is unknown at this time if the death was associated with the pump stop. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative tested the system multiple times and found it to be functioning as expected. A visible and audible alarm was generated every time the pressure limit was exceeded. The results of the evaluation were communicated to the customer and the facility elected to return the system to service. To date no further issues have been reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.